Event description:
A healthcare facility in north carolina has reported that the rd900aeu neopuff infant resuscitator is not passing the perfomace testing. It was further reported that the manometer is not going past 20cmh2o. There was no reported patient involvement..

Manufacturer narrative:
(B)(6). Fisher & paykel healthcare (f&p) is currently in the process of completing our investigation. We will provide a follow up report upon completion of our investigation. Section d4: UDI details are not available based on the time of manufacturing.

Event description:
A healthcare facility in north carolina has reported that the rd900aeu neopuff infant resuscitator is not passing the perfomace testing. It was further reported that the manometer is not going past 20cmh2o. There was no reported patient involvement..

Manufacturer narrative:
(B)(4). Method: the subject rd900aeu neopuff infant resuscitator was returned to our fisher & paykel healthcare (f&p) service centre in the united states, where it was inspected by a trained f&p service technician. The unit was serviced, and performance tested. Our investigation is based on the information provided by the f&p service technician, information provided by the healthcare facility and our knowledge of the product. Results: a review of the service report provided by the f&p service technician indicated that the exterior of the device was damaged. Following replacement of the device enclosure, the manometer was tested and confirmed to be operating correctly. Conclusion: the reported event could not be replicated. The device successfully passed performance testing. Each neopuff unit is assembled and 100% tested in the production line to verify that each unit conforms to critical product specifications. Any unit that fails is rejected. The subject neopuff would have met the requirements at the time of production. The neopuff is a portable, reusable device that can be susceptible to impact damage, for instance when accidentally dropped or subjected to considerable external force. The neopuff technical manual warns against dropping the neopuff or subjecting it to impact damage which may cause the unit to operate incorrectly. If the neopuff is suspected to have been damaged, the manometer and valve system should be performance tested. In addition, the neopuff user instructions state that the user should "check manometer reads zero with no gas flow" and check the pressure settings "prior to every use of the neopuff". As mentioned, the neopuff technical manual states the following: - dropping the neopuff / perivent infant resuscitator or other similar forms of impact may cause damage resulting in incorrect operation of the unit. If you suspect damage to have occurred, please perform checks as outlined [in the manual] before connection to a patient. Each neopuff unit is assembled and 100% tested in the production line to verify that each unit conforms to critical product specifications. Any unit that fails is rejected. The subject neopuff would have met the requirements at the time of production. Section d4: UDI details are not available based on the time of manufacturing.